Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 407 mg/dl at the time of incident. Customer also reported that recurring no delivery alarm during bolus. Customer had changed reservoir and infusion set. Customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).